Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (385 mg/dl), and unable to resume insulin delivery. During troubleshooting with tandem technical support it was found that the customer accidentally had the pump feature lock on. Tandem technical support guided the customer through turning the feature off. Customer delivered a manual injection to stabilize blood glucose levels.